Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited erratic impedance measurements including a spike to high levels. Double counting was also observed during evaluation. The detections were programmed off and a lead replacement was planned. Presently, the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was explanted and replaced. During the procedure, a fracture of the conductor was noted in the proximal portion of the lead.

Manufacturer narrative:
Product event summary: the distal segment was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.